Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their device stopped working and a symbol of a doctor came on the device. The patient was inquiring about what to do. On (B)(6) 2020 the patient called in to report that their programmer was showing a por message. The meaning was reviewed and the patient was redirected to their healthcare professional to address the issue.